Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the cemented constrained liner's inner bipolar head from the outer liner. The liner and femoral head were revised to competitor acetabular devices and a stryker metal head. Rep provided revision usage sheet and reported that no further information will be available.